Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: loose charge coupled device; loose coupler; and liquid leak from the charge coupled device unit . Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, the root cause of the malfunctions identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Event description:
It was reported that the subject device had oval shape in vision and poor vision in camera. The issue had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.